Manufacturer narrative:
Corrected data: b.5, b.6, b.7, h.6.

Event description:
Patient reported a right side ¿seroma fluid¿ and exchange due to concern with textured product. Healthcare professional reported ¿40cc's of seroma," swelling, tenderness and exchange due to concern with textured product. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the weight the device within specification, wear abrasion and fold creases. After the autoclave disinfection cycle cloudy gel was observed. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported a right side ¿seroma fluid¿ and exchange due to concern with textured product. Healthcare professional reported ¿40cc's of seroma¿ and exchange due to concern with textured product. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and patient's concern with the product.

Event description:
Patient reported a left side ¿seroma fluid¿ and exchange due to concern with textured product. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed and/or corrected data: a.4, h.6.

Event description:
Patient reported a left side ¿seroma fluid¿ and exchange due to concern with textured product. Device remains implanted.